Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported that the device got hot. There was no patient of staff impact.

Manufacturer narrative:
The device was evaluated. Analysis found no functional fault with the device and the reported complaint ¿got hot¿ was not confirmed. Temperature testing measured maximum temperatures at 74 degrees. The device was cleaned, received maintenance and tested to product specifications. Methods - actual device evaluated; test for high temperature conditions; visual inspection. Results - no failure detected. Conclusion - no failure detected, device out of specification. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.